Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated capture threshold measurements greater than the programmed rv output, and right ventricular auto-threshold (rvat) test was in suspension. As a result, there were concerns about possible intermittent non-capture on the presenting electrogram (egm). Multiple attempts to obtain additional information from the clinic to confirm rv capture, however the clinic was unable to find patient notes mentioning rv non-capture concerns. Additional information received four years later reported continued high rv threshold measurements and possible rv non-capture on the presenting electrogram (egm). Technical services (ts) discussed troubleshooting options, and further rv lead evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported.